Event description:
Customer states, she is having intermittent issues with low calcium results in 2009. She provided four pt examples from the following month that were rerun on another c501 analyzer. Initial result 8.5, repeat 9.8 mg per dl. Customer states erroneous results were not reported out.

Event description:
Customer states she is having intermittent issues with low calcium results I 2009. She provided four pt examples from the following month that were rerun on another c501 analyzer. Patient 3, initial result 8.6, repeat 9.5 mg per dl. Patient 4, initial result 8.3, repeat 9.2 mg per dl. Customer states erroneous results were not reported out.

Event description:
Customer states, she is having intermittent issues with low calcium results in 2009. She provided four pt examples from the following month that were rerun on another c501 analyzer. Initial result 8.2, rerun 9.8 mg per dl. Customer states erroneous results were not reported out.

Manufacturer narrative:
The field service representative was unable to determine a cause. Investigation is ongoing. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The field service representative was unable to determine a cause. Investigation is ongoing. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The field service representative was unable to determine a cause. Investigation is ongoing. If additional information is received, appropriate notification will be provided.